Manufacturer narrative:
Corrected data: based on additional review, the below section was updated: section b2: outcomes attributed to adverse event : box checked for "required intervention to prevent permanent impairment/damage (devices)". All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non preloaded intraocular lens (iol) was explanted from patient's eye. No reason was provided for the explant and no other information is available.

Manufacturer narrative:
A2, a4 and a5: unknown/ asked but not available. B3: date of event: unknown, not provided, d6a: if implanted, give date: unknown, information not provided. D6b: if explanted, give date: unknown, information not provided. H3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.